Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). . Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "loss of tidal volume during general anesthesia. Balloon pressure was maintained. Volume occurs several times with balloon flat.decision to reintubate for further surgery and intubation, which will last a minimum of 24 hours". The customer said that the operator of the device was a health professional. No clinical consequences for the patient and no medical treatment. Interruption of surgery for 20 minutes during reintubation on guide. Need for re-intubation on guide during the procedure due to balloon leak, without "difficulty". The outcome of the injury was reported as resolved.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Per visual inspection, no visual defects were identified in the sample. Per functional testing, the sample passed the test. No leaks were observed. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken as the complaint could not be replicated and the device functioned as intended. The failure mode will continue to be monitored and if a trend is identified further investigation will be performed.

Manufacturer narrative:
UDI related data quality updates only.